Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received several inappropriate shocks due to oversensing on ventricular channel. A magnet was placed over the device to prevent further shocks. Upon interrogation, right ventricular (rv) lead dislodgement was noted. The capture threshold of both, right atrial (ra) and ventricular, leads were high. Patient reported being in a lot of pain and psychologically distraught due to multiple inappropriate shocks. When the pocket was opened on (B)(6) 2019, elevated thresholds were reproducible. When the device was removed, it was noted that the both, atrial and ventricular leads were twisted over themselves, indicating twiddler's syndrome. Rv lead could not be repositioned because physician was unable to extend the helix. Lead was explanted and replaced successfully. Ra lead was repositioned without any issue. Physician elected to explant and replace the device also as the battery life was decreased due to multiple shocks. The patient tolerated the procedure well and was stable. Related manufacturer reference numbers: 2938836-2019-05908, 2938836-2019-05910.